Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.